Event description:
Terrible pain [knee pain]. Knees are swollen [swelling of knees]. Case narrative: initial information received on 07-jan-2020 regarding an unsolicited valid serious case received from health authorities of united states under reference mw5091359. This case involves an unknown age male patient who experienced knees are swollen and terrible pain (latency unknown), while he was treated with hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s), family history and concomitant medications were not provided. On an unknown date, the patient started treatment with hylan g-f 20, sodium hyaluronate injection (strength of 8 mg/ml) (dose and frequency: 3x2 ml) via intra-articular route (batch number unknown) for unknown indication. Information on batch number was requested. On (B)(6) 2019, 3 weeks after the last shot, patient's knees were swollen, he was in terrible pain and it was worse after 3rd injection (latency unknown; events assessed as medically significant). Patient was advised to try to take some ibuprofen or aleve till tuesday, when he would see his md. Patient was also counseled that it was a common side effect. Action taken: not applicable for both events. Corrective treatment: ibuprofen or naproxen sodium (aleve) for both events. The patient outcome is reported as unknown for both events. A product technical complaint was initiated on (B)(6) 2020 for synvisc, batch number: unknown; gptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Final investigation completion date was not provided. Additional information was received on (B)(6) 2020 from other healthcare professional: ptc results were received and added to the case. Text amended accordingly.